Event description:
A philips healthcare melbourne, (B)(6) customer service employee was approached by a customer to provide assistance to retrieve full disclosure file collected on the xper information management physio monitoring system. A day later, the customer contacted the same customer service individual for further assistance related to the same patient files. When questioned, the customer revealed a patient death occurred while the patient was being monitored. The customer further related that the hospital employee had disabled all audible alarms in addition to changing the time intervals for vitals being monitored to 30 minutes instead of 5 minute intervals as intended. The customer service employee further stated "customer requested no call be put in our database as he feels this was user changing the time intervals on the macros prior to this patient and the staff accidentally set the macros for a constant 30 minute interval for vitals." The health care provider did not attribute the event to the philip's (B)(4) device. The customer also informed the same customer service employee that the system is out of use by the hospital and is not able to be returned to philips healthcare (B)(4) for further investigation at this time.

Manufacturer narrative:
Philips reviewed the labeling (document # (B)(4) english release 2- xper information management (xims) instructions for use) to ensure that it was adequate. Section 1.1, intended use, states that "operator-adjustable alarms (both visual and audible), alert the operator to anomalous occurrences and facilitate timely responses." Section 1.2, contraindications, states that "central station and patient care console are not intended where unattended patient monitoring is desired..." Section 2.4.37, alarm activation responsibility, states "...provides visual and audible alarms. It is not designed for unattended use. Alarms may be activated and deactivated at the operator's discretion. It is the operator's responsibility to configure and activate the alarms for each patient." The philip's (B)(4) device performed as intended. Please note that there was no allegation and no complaint from the account regarding the device being associated to this issue.